Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a broken force sensor alarm every four hours. Customer's blood glucose was 135 mg/dl. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing. (B)(4).